Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from fasting results obtained of 233, 221 and 217 mg/dl. The customer's expected fasting blood glucose test result range is 99 - 110 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 130 mg/dl and 133 mg/dl . The product is stored according to specification in the bedroom. The manufacturer's expiration date is 12/14/2017 and open vial date is 09/15/2016. The meter memory was reviewed for previous test result history: 233mg/dl, (B)(6) 2016, 07:15 am, fasting: yes; 221mg/dl, (B)(6) 2016, 07:50 am, fasting: yes; 217mg/dl, (B)(6) 2016, 07:48 am, fasting: yes; 162mg/dl, (B)(6) 2016, 07:28 am, fasting: yes; 154mg/dl, (B)(6) 2016, 07:20 am, fasting: yes. Memory concerns: 233 221 217 162 154mg/dl. Customer does not have control solution.